Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to verify batt out limit alarm due to no button response. No blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm, blank display, and keypad anomaly. The blood glucose at the time of the incident was 13.0 mmol/l. Troubleshooting was not performed. The device was returned for analysis.